Manufacturer narrative:
Sanjeva et al in long-term safety and effectiveness of the 'optease' vena cava filter in cardiovascular and interventional radiology; doi: 10.1007/s00270-010-9969-9, report that in one patient, the filter was malpositioned (filter placed upside down), and subsequent attempts to retrieve the filter were unsuccessful. A tulip filter (cook) was then placed above the malpositioned optease filter in a suprarenal location. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer was caused by the operational context of the device and is not related to a product quality issue.

Event description:
Sanjeva et al in long-term safety and effectiveness of the "optease" vena cava filter in cardiovascular and interventional radiology; doi: 10.1007/s00270-010-9969-9, report that in one patient, the filter was malpositioned (filter placed upside down), and subsequent attempts to retrieve the filter were unsuccessful. A tulip filter (cook) was then placed above the malpositioned optease filter in a suprarenal location.

Manufacturer narrative:
Please note: the catalog code (466fxxxx), represents an unknown optease vena cava filter. The catalog and lot numbers for the actual product used in the procedure is unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt. This device is not available for testing and evaluation.